Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probes would not fit into the trocars. There was no patient contact.

Manufacturer narrative:
Two 25 gauge illuminated flex curved laser probes were received and a visual assessment of the returned samples showed signs of excess adhesive on the cannula-nitinol junction for sample probe 1. When the samples were inserted through a 25 gauge trocar, sample probe 1 became stuck, replicating the reported event. Sample probe 2 passed through the trocar without noticeable resistance. The sample¿s outer cannula diameter was measured. With an outer diameter min/max values of 0.0200 to 0.0205 inches, the sample probe 2, outer diameter was measured to be 0.02010-0.02025 inches and meeting product specifications. The 25 gauge illuminated flex curved laser probes were manufactured on february 21, 2018. There were 1674 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to ineffective removal of excess adhesive. The manufacturer internal reference number is: (B)(4).